Event description:
Pt was being implanted with ncp system pulse generator model 100b. Lead test, performed physician's manual, resulted in an asystole event that lasted approximately 10 seconds. Upon completion of the lead test, the pt's heart rate returned to normal without medical intervention. Physician believed that the event may have been related to a device malfuntion; therefore, a backup pulse generator was opened and interrogated without incident. The backup pulse generator was then connected to the lead and another lead test was performed; no asystole occurred. Original generator was then reconnected, lead test performed, asystole reoccurred. Decision was made that no device implantation should occur.